Event description:
On (B)(6) 2010, a spontaneous report was received from a physician regarding a female (age not reported) who received an injection of restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). Medical history, skin type and concomitant medications were not reported. The pt received a one syringe injection of restylane-l (syringe size and amount injected not reported) using a 29 gauge needle with a pink hub on an unk date to an unspecified injection site. Pre-procedure medication and additional procedures performed at the time of implantation were not reported. On an unk date, during the implantation of restylane-l, the needle disengaged and the product shot out and got into the pt's eye and caused some local irritation for her. As of (B)(6) 2010, the physician had not followed up with the pt and did not know how she was doing. The lot number and expiration date were (B)(4)-2011, respectively. (B)(4).